Manufacturer narrative:
Investigation: the run data file was analyzed for this event. The signals in the run data file are consistent with some possible clumping/aggregation during platelet collection that could have affected the separation of cells in the leuko reduction system chamber. Based on the available information, it cannot be ruled out that the clumping/aggregation and resulting leukoreduction failure could be donor related. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell testing, therefore no patient information is reasonably known at the time of the event. Donor unit #(B)(6) the disposable kit is not available for return, because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: this disposable set was unavailable for specific root cause analysis. A definitive root cause for the observed leukoreduction failure remains undetermined at this time. Possible root causes were provided in the initial report for this event.